Event description:
The customer stated that her meter had been reading higher than expected. She tested her blood glucose on one occasion and received a reading of 77 mg/dl. She fainted at some point, and was taken to info was given regarding the incident. The meter is to be returned for evaluation, and a replacement meter will be sent.